Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to wound dehiscence. The wound was sutured closed once the hardware was removed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed on (B)(6) 2025 due to wound dehiscence. The patient received a CT scan to confirm the joint was fused. The wound was sutured closed once the hardware was removed. Additional information indicates removal of the hardware resolved the dehiscence and the patient is healing well. The surgeon believes the patient did not follow post-operative instructions and was walking in the boot with bare feet, which likely resulted in the boot rubbing directly onto the stitches, preventing proper healing of the wound. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. The hardware was not returned to the manufacturer for evaluation. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event is patient non-compliance as the surgeon believes post-operative instructions were not followed. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in mdrs 3011623994-2025-00078.